Event description:
Customer tested blood glucose and received a result of 90mg/dl after dinner. Pt went to bed around 10:00pm. At 1 am the customer was throwing their arms around out of control. Their spouse called paramedics and when they arrived they tested their blood glucose and received a result of 10mg/dl. Pt was given shots of something unk. Pt was taken to the e.r. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.